Manufacturer narrative:
UDI# (B)(4).

Event description:
It was reported a revision surgery was performed due to a dislocated knee.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned insert shows significant damage/wear to the lock detail and the articulating surface. The top part of the post has fractured off, the fractured piece was returned. This device was manufactured in 2008. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our research lab noted blue discoloration in the posterolateral region of the bearing surface and on the proximal region of the ps post was noted, but the source is unknown. Damage/deformation was observed on both the bearing and distal surfaces of the tibial insert. A whitened region was also observed near the lateral edge of the lateral bearing surface. Significant, widespread (i.e., top to base) damage to the posterior surface of the ps post was observed. Such extensive damage from the top of the ps post to the base suggests laxity in the knee. The fracture surfaces of this retrieval suggest that the post potentially failed due to significant damage to the posterior surface of the ps post due to cam impingement, which resulted in the initiation of a crack that then propagated in an anterior direction until the remaining cross-sectional area of the post could not sustain the imposed loads. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.